Event description:
It was reported that a caster of the device broke during transport. The device could be stabilized by a nurse. The nurse suffered a bruise on their shin. No clinical intervention was required.